Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of receptacle power cord had to be twisted to work was confirmed. Device evaluation found alternating current inlet at rear was damaged with a crack that resulted in intermittent power loss. Additional device evaluation findings are as follows: found 4 suction feet at the bottom with weak suction force, found top cover with paint scratches, found power switch at front with no light-emitting diode on and its plastic cap was torn off, found air pressure fluctuated due to worn out air joint unit and connector socket at front. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the maintenance unit receptacle power cord had to be twisted to work. The issue occurred during reprocessing. There were no reports of patient harm or involvement.